Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and plug it into a working power source, while pump showed red light around button and vibrated repeatedly. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, program settings and connect continuous glucose monitor on replacement pump, select correct setup option on new device, and return nonworking pump to tandem using prepaid label, and a replacement pump under warranty was arranged by technical support.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, program settings and connect continuous glucose monitor on replacement pump, select correct setup option on new device, and return nonworking pump to tandem using prepaid label, and a replacement pump under warranty was arranged by technical support.